Event description:
Patient had fluctuating readings of his blood sugar starting in the morning. When he woke up, dexcom g7 reading was below 40. He begins to drink orange juice to raise the levels. It begins to work but dexcom readings only went up to 90 over a few hours. Patient proceeds to drink more orange juice which doesn't produce any higher readings. Patient started to feel fatigue and lethargic, and had impaired vision. After another hour or two patient decides to check blood sugar on manual needle stick and the reading was over 400. Patient did not specify if they sought medical attention.